Event description:
It was reported that the sys 9800's video signal would go out intermittently upon movement of the high voltage cable. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. The high voltage cable was found to be damaged and was replaced. The sys was tested and found to be working as intended and placed back into svc.